Event description:
It was reported that the device was being used during a laparoscopic liver resection. On the first firing, white reload, the surgeon thought he had advanced all of the way. But felt a resistance when bringing it back. On the 2nd firing, white reload, the device locked out and would not open. The device was not on the tissue on the 2nd firing. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Liver. At what location on the tissue? Liver. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Second. During which stroke did the event occur? On the 3rd stroke of 1st firing noticed something different, 2nd firing could not open device after placing through trocar. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Did not fire as smooth on first firing as normal. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No, not on tissue. Is there any other additional information you would like to share about this device or procedure? Case ongoing at time of call. What were the patient's pre-existing conditions? Found tumor and case was converted to open. Not related to the device issue. Does the patient have any relevant history of surgical treatments? If so, what? No. How long has the surgeon been using this device for this procedure (in years)? Two+ was there a recent conversion to ees devices in this account or with this surgeon? No the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.